Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after the procedure, when the system was attempted to be shut down, the system would reboot. The system was forcibly shutdown and when the system was powered on again, it did not start.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis. Functional testing found that the computer has a bad graphics card. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after the procedure when the system was attempted to be shut down the system would reboot. The system was forcibly shut down and the when the system was powered on again, it did not start.